Event description:
During a common femoral and iliac vein angioplasty and stenting procedure a balloon separated form the shaft. Despite multiple attempts to retrieve the balloon, it appeared to be lodged in the subcutaneous tissue. The patient required surgical intervention for tissue and being cutdown to retrieve the fractured balloon. The patient was discharged the following day in good condition. FDA safety report ID # (B)(4).